Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown, 20 mg/ml, 10 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI (magnetic resonance imaging) "several weeks ago" but the pump stalled again after the MRI. Pump status and/or event logs reported "motor stall occurred, motor stall (active)." The pump was being replaced the day of this report. The patient was having a little bit of pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the motor stall was not determined. The motor stall did not recover. The device would not be returned to the manufacture for analysis; it was likely that the hospital destroyed it. The pump was replaced "wednesday afternoon." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative (rep). It was reported that the rep would sent the pump back for analysis after she got it from pathology. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion/lubrication/wear on the motor gear train and a motor stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.